Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete electrode was returned in two segments. Setscrew marks were noted on the proximal connector and sense a contact pin indicating full insertion. Visual inspection confirmed a fractured at 32.6 centimeters from the terminal pin. .

Event description:
Additional information was received upon further review of the data that a previously reported inappropriate shock from a year earlier due to oversensing of noise when the patient was brushing their teeth. This report is also being filed to submit the analysis results.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements for this electrode. Upon review there was also oversensing of noise and low amplitude measurements. Two vectors showed the same noisy signal and the other vector was flat. An x-ray was taken, which did not show any conclusive evidence. However, a fracture is suspected and the physician noted they will perform a revision at a later date. No adverse patient effects were reported.

Event description:
Additional information was received that the high shock impedance measurements continued. An x-ray was taken but did not reveal the area of suspected fracture. Subsequently a revision procedure was performed where the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This report is being filed to update the event date. Further investigation into the data determined that the event date was earlier than previously documented.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete electrode was returned in two segments. Setscrew marks were noted on the proximal connector and sense a contact pin indicating full insertion. Visual inspection confirmed a fractured at 32.6 centimeters from the terminal pin. Patient code 3191 captures the reportable event of surgery.